Manufacturer narrative:
Correction: section a2. Patient age should have been "65 year(s)" instead of "66 year(s)". Section b5. "Pacing inhibition", "right ventricular (rv) channel exhibited intermittent noise over-sensing which resulted in pacing inhibition", rv lead parameters were otherwise stable" should have been mentioned in the initial b5. Section d10. "Assurity MRI" should not have been submitted as concomitant medical products in 2017865-2026-04109. Section h6. Type of investigation should have been "device not returned" rather than "type of investigation not yet determined", investigation findings should have been "no findings available" rather than " results pending completion of investigation" and investigation conclusions should have been "cause not established" rather than "conclusion not yet available". Section h10. "2017865-2026-04596" should have been included under related report numbers.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited suspected lead noise, which resulted in over-sensing and in turn led to pacing inhibition. It was also noted that the rv channel of the pacemaker demonstrated intermittent noise over-sensing, which also resulted in pacing inhibition. The rv lead parameters were otherwise stable. No interventions were performed and no patient consequences were reported.

Event description:
It was reported that intermittent oversensing was noted on the right ventricular (rv) lead due to suspected lead noise. No intervention was performed. No patient condition was reported.